Event description:
It was reported that the patient had a surgery due to a fistula in the surrounding of the pace sense lead. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).